Event description:
The shunt was implanted in 99. In july, 1999, pt re-developed symptoms of acute hydrocephalus, consisting of severe headaches, nausea, vomiting, profound lethargy and sleepiness. On 7/28/99, the pt returned to the hosp and shunt dysfunction was diagnosed. The peritoneal catheter had become disconnected and had retracted down the neck and into the abdomen. The shunt was revised in 99.